Event description:
Covidien received information stating that during pt use, the silence and reset light emitting diode (led) was observed to be randomly blinking. The pt was manually ventilated and transferred to another ventilator. There was no negative pt consequences reported.

Manufacturer narrative:
Covidien reference # (B)(4). The customer reportedly replaced the top membrane and overlay to resolve this issue.